Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 85" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up report is being submitted to make a correction; the initial medwatch report was inadvertently submitted. The reported malfunction had occurred after the customer had disassembled the device in attempt to replace a module. Reports of this type are typically not reported. The original reported problem was submitted under medwatch report number 1220908-2005-01175. Please refer to that report for the original detailed information.